Manufacturer narrative:
(B)(4).

Event description:
Two closurefast catheters failed to deliver heat once connected to the rfg generator and placed inside the patient. The catheters were removed from patient. No injury to patient. The procedure was aborted. However, the patient had already been prepped and tumescent had already been administered to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was received and the investigation was completed on (B)(4) 2015. A review of the manufacturing records for this lot did not reveal any non-conformity relevant to this reported event. During the investigation, it was found that the distal end (coil segment) had a gradual bend. The catheter passed all the continuity and resistance functional testing in the lab. The catheter was successfully connected to the generator. The catheter performed as expected.